Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed a device evaluation. Failure analysis confirmed and replicated the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece (approximately 0.213 x 0.617 in size) was found to be broken off the yaw pulley. One side of the grip tips was completely detached from the instrument and the broken piece was not returned. Various scratch marks were observed on the main tube with light material removed. The scratch marks (approximately 0.097-0.154 in length) were not aligned with the tube access.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tip of a cadiere forceps instrument was found to not close completely. There was no report of patient injury.